Event description:
MFR rec'd a report of a cannula on an oxygen concentrator being on fire. The pt allegedly sustained burns to the mouth and nose. The reporter specifically stated that the concentrator was at no time on fire and did not malfunction.